Event description:
It was reported that the hypothermia pad had a hole in the material which would allow it to leak water. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The product was returned for inspection and evaluation. The alleged issue of a hole in the pad was unable to be confirmed as the product was able to be put into use without any indications of leaking. The alleged fluid leak could not be duplicated as there was no defect found with the returned product. The product was confirmed to meet and function to specifications.

Event description:
It was reported that the hypothermia pad had a hole in the material which would allow it to leak water. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.